Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for a driveline infection on (B)(6) 2025. The patient was debrided, and a wound vacuum-assisted closure (vac) was placed. The patient also had bright red blood per rectum (brbpr) which was new, and testing was being done at the time. Additional information provided on 16may2025 stated that the patient had obesity, poor nutrition and poor hygiene that would pre-dispose to poor wound healing. The source of the infection was identified via sternal infection, driveline culture, and blood cultures negative as staphylococcus aureus bacteremia. The infection had been treated with incision and drainage on (B)(6) 2025 and debridement and removal of sternal wire on (B)(6) 2025 but had not resolved. Per a colonoscopy on (B)(6) 2025, the patient had non-bleeding internal hemorrhoids and the bleeding had resolved. Eliquis was on hold at the time since the patient had hemorrhoids. The patient was discharged on (B)(6) 2025.

Event description:
Additional information was provided stating that the positive driveline infection onset date was 06apr2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.